Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The burr unit & the advancer unit were returned to site connected together. A rotawire was returned inserted in the burr. The rotawire was removed from the device. A visual examination of the complaint unit was carried out. The handshake connection was inspected and a tug test was performed and no damage was noted. The burr was microscopically examined and noted that the annulus was misshapen. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-07377. It was reported that rotawire came off and a burr became stuck on the wire. The target lesion was located in the coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, it was observed that the rotawire came off at first ablation. After removal of the rota burr from the patient. It was noted that the rotawire could not be removed from the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-07377. It was reported that rotawire came off and a burr became stuck on the wire. The target lesion was located in the coronary artery. A 1.50mm rotalink ® plus and a rotawire were selected for use. During the procedure, it was observed that the rotawire came off at first ablation. After removal of the rota burr from the patient. It was noted that the rotawire could not be removed from the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.